Event description:
It was reported that during routine explant of the pulse generator, the device exhibited a diagnostics anomaly. The device was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.